Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e2010 needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient experienced a skin reaction with inflammation and infection underneath the sensor pod area only. After removing the sensor, they noticed there was a lump at the insertion site. The patient was brought to a doctor where he was prescribed unspecified antibiotics only to take if a fever developed. It was reported that no medication intervention or tests were done and the skin was just irritated and discolored. At the time of the report, the following day, the patient had not yet taken the antibiotic. No additional patient or event information is available.